Event description:
This spontaneous case report was received by (B)(6) in (B)(6) on (B)(6) 2016 from a (B)(6) old female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was inserted. Complication of device insertion were denied. In 2013 (24 months after placement) the consumer started experiencing pain in pelvis and lower back pain. It was reported that a migration of the insert occurred. She contacted a doctor (chiropractor, acupuncture, magnetizer and physiotherapy) and on (B)(6) 2015, fragment in the peritoneum was removed. However, there is still a fragment in the peritoneum, so third surgery is planned (photo, as reported, of her abdomen was performed. Her fallopian tubes and uterus were also removed. The influence of essure in her daily life included problems with movements, work-related problems. The outcome was reported as not recovered / not resolved. Company causality comment: this case report, received via (B)(6), refers to a (B)(6)-old female consumer who had essure (fallopian tube occlusion insert) inserted and a migration occurred. Her fallopian tubes, uterus and fragment located in peritoneum were removed four years after placement. This event is seen as device dislocation and device breakage. Dislocation is listed while breakage is unlisted in the reference safety information for essure. During essure use, there is a risk that the device may dislocate into fallopian tubes towards abdominal cavity. In addition, device breakage may occur. Although, in this case, limited information was provided (no dates nor mechanism were informed) given events nature per se, causal relationship between them and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. In addition, non-serious events were reported. Technical analysis is being sought. No further information can be obtained.

Manufacturer narrative:
Quality safety evaluation received on 19-sep-2016: ptc global number (B)(4). Based on the attached information, the complaint describes a device migration 24 months after placement and then device removal during 2015, the information narrative does describe a technical issue related to the essure device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and me button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 736 cases. Device breakage. The analysis in the global safety database revealed 1393 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report, received via regulatory authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and a migration occurred. Her fallopian tubes, uterus and fragment located in peritoneum were removed four years after placement. This event is seen as device dislocation and device breakage. Dislocation is listed in the reference safety information for essure. Device breakage was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that the possibility micro-insert breaking is an anticipated event, it was amended to listed. During essure use, there is a risk that the device may dislocate into fallopian tubes towards abdominal cavity. In addition, device breakage may occur. Although, in this case, limited information was provided (no dates nor mechanism were informed) given events nature per se, causal relationship between them and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. In addition, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.